Event description:
It was reported that tip detachment occurred. The target lesion was located in the moderately tortuous and moderate to severely calcified posterior tibial artery. A 300 cm angled tip v-14 control wire was advanced to cross the lesion. However, while attempting to cross the lesion, the tip broke. The tip was completely removed by retrieval during the procedure and attempted different wires to cross the lesion but failed. No patient complications were reported and the patient was scheduled for bypass surgery to treat the lesion.